Manufacturer narrative:
H3, h6: h10: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. There was a normal amount of oil residue at the dumbbell and distal joints. There was no residue at all at the hinge joint. A battery was included. A functional evaluation did not reveal any problems. There was no significant stiffness noted at any of the joints. The hinge joint would drop on it¿s own when the foot switch was depressed. It did not stick. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that both reported failures were repeat issues. The reported failures were not verified and the root causes could not be determined since the reported malfunctions could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that the main elbow joint of the spider was stiff and leaking some fluid. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.